Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure damaged battery was confirmed. Device was repaired by a baxter rep at the facility. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
Customer reported a failure of damaged battery. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.